Manufacturer narrative:
One used unit was received for evaluation. Eight customer images were also provided showing the sample and the product box information. As received, the septum chamber in the port was observed to be loose and the catheter port connection moves around and not in a fixed position. Functional testing was performed and no leakage or anomalies were noted. However, it is understandable that a clinician may be concerned about any unexpected play in the product during use. The complaint of a loose component can be confirmed. However, the condition was not found to affect the function of the device and meets all current design requirements. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during surgery that the port chamber was defective and could not be used. The valve protruding from the port chamber was loose. The incident occurred intraoperatively during the port insertion procedure. There was no patient involvement, no patient injury was reported.